Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on (B)(6) 2023. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported a patient underwent a paroxysmal atrial fibrillation cardiac ablation procedure which included the use of a thermocool® smart touch® sf bi-directional navigation catheter experienced cardiac perforation requiring intervention and hospitalization. Transseptal puncture performed. During procedure post ablation, the patient had a drop in blood pressure. Using ice, they discovered a pericardial effusion. The medical intervention provided was a pericardiocentesis, medication to improve blood pressure, protamine to decrease act, drain put it in and patient required extended hospitalization from thursday to saturday. Correct settings used on devices and no errors on equipment. The outcome of the adverse event was fully recovered.

Manufacturer narrative:
It was reported a patient underwent a paroxysmal atrial fibrillation cardiac ablation procedure which included the use of a thermocool® smart touch® sf bi-directional navigation catheter experienced cardiac perforation requiring intervention and hospitalization. The device evaluation was completed on 05-dec-2023. The device was returned to biosense webster (bwi) for evaluation. A visual inspection and revision of all features were performed following bwi procedures. Visual analysis revealed no damage or anomalies on the device. The device features were reviewed, and no issues were observed during the product investigation. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. No malfunction was observed during the product analysis. The root cause of the adverse event remains unknown. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).